Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of the right ventricular (rv) lead, the physician was not able to get the stylet all the way into the lead, which made correct placement difficult. The lead also exhibited high impedance. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix exceeded specification the number of turns to extend and retract. The stylet/guidewire was kinked/buckled. The analysis noted that there was 2 stylets were returned with the lead. The stylet received in lead was kinked. Kinked stylet preventing stylet to pass through coil lumen. Then, using the stylet received in dispenser to performed insertion test, stylet passed through the coil lumen without obstruction.. However, visual inspection found the drive shaft lug stuck behind the retraction stop, and this indicated that the connector pin being turned an excessive number of times during helix retraction. This is the lead performance failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.